Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strong (string) fall off when I go to remove it- tampon [device breakage]. Case narrative: consumer reported via email that almost every one of the tampon strings fell off during removal. No injury was reported.